Manufacturer narrative:
(B)(4). Event date - the revision procedure is scheduled for (B)(6) 2018. Concomitant medical products: unknown, unknown agc femoral, unknown, unknown, unknown agc tibial tray, unknown, unknown, unknown agc bearing, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to extensor mechanism compromise. The surgeon will be removing the patient's patella due to osteonecrosis and a bone fracture. No further information has been provided.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.